Event description:
It was reported that the right ventricular lead exhibited oversensing noise causing inappropriate mode switch. The lead was capped and replaced on 20 feb 2025. The patient was in stable condition.